Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple errors like pump error 68 (hardware low level failures), pump error 49(history pointers failed. The history pointers are corrupted), pump error 23 (post-reset ram crc alarm), unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer reported receiving a power loss alarm. The customer was able to clear the alarm and complete the rewind process if requested. The pump was recently stored or without a battery for more than 10 minutes. Customer reported receiving pump error 23. The customer was able to clear the error and complete the rewind process. The pump was recently stored, without a battery for > 8hrs, or error occurred immediately after battery change. Customer reported receiving a pump error. Troubleshooting determined that the issue was possibly caused by a site issue as error did not recur after rewinding pump and completing rewind/prime process again with same set. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.